Event description:
It was reported that this event involved pt with a right jugular vein insertion site. After the infusion of saline solution, there appeared to be a defect in the catheter. "There were two output by pathways simultaneously." The outcome of the pt "not informed." Additional information received on 9/13/2010 from the distributor clarified that after infusing saline solution into a lumen of the catheter, there was a stream output by the proximal and distal tip.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.